Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The returned cuff was visually and microscopically inspected, as well as leak tested. The cuff shell was worn from wear at a fold, but it did pass leak testing. Visual and leak testing of the balloon identified a hole from between the shell and adaptor. The hole resulted in a fluid leak. Inspection of the pump found no abnormalities and passed the leak and functional testing. Based on the information available, the balloon hole and fluid loss could affect product performance.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the patient experiencing recurring incontinence. A new aus was implanted. There was no device issues found, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. Surgical intervention was performed to replace the device with a new aus. There were no device issues identified, and there were no additional patient complications reported.